Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons were sticking and scrolling. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the up arrow and down arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were noted to have intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and inverted contacts affecting the ok and down arrow buttons.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.